Event description:
During a call with baxter technical services, a patient reported he has peritonitis. No additional information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. Additional information has been requested from baxter canada. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The following information was received from baxter (B)(4). The patient stated that he is now on hemodialysis for 6 weeks, due to the peritonitis. The patient confirmed that the peritonitis started in (B)( 6) 2012. No hospitalization was required. Follow-up information was received from the clinician: the patient was in (B)(6) at the time when he experienced peritonitis and he was not on the cycler. The patient began continuous ambulatory peritoneal dialysis (capd) in (B)(6) 2011. The patient was taking dianeal & extraneal which continued while in (B)(6). The clinician did not know the date and type of peritonitis because the patient was in (B)(6). The patient was seen in (B)(6), but no specimens were taken as they were not familiar with pd. When the patient returned from (B)(6), he was hospitalized in (B)(6) from (B)(6) 2012 to (B)(6) 2012. The clinician assumed the patient received antibiotic treatment in (B)(6). He was treated with antibiotics while in the hospital in (B)(6) (details unknown). The cause of the peritonitis was unknown. The patient has recovered from the event of peritonitis on (B)(6) 2012 and is now on hemodialysis. The patient was on multiple concomitant medications (not specified). Causality: not related to any of the baxter pd solutions the patient was on, or to the device. The patient was using a twin bag while in (B)(6).

Manufacturer narrative:
(B)(4). This report of peritonitis was not confirmed. The assignable cause was undetermined.